Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited potential loss of capture and fusion on transmission. No intervention was reported. The patient was stable and asymptomatic.